Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to other or non product experience. This ra lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to vegetation and unrelated fungal growth. The patient requested extraction to stop medication related to the growth. There were no additional adverse patient effects reported. This ra lead was explanted.